Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement due to suspected twiddler¿s syndrome. The rv lead was explanted to resolve the event and the patient was in stable condition.